Manufacturer narrative:
An event of a calcified valve, stenosis and replacement of the valve was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 23mm sjm trifecta valve was implanted in the dialysis patient's aortic position. The trifecta valve became calcified and aortic stenosis occurred on the patient. On (B)(6) 2020, the trifecta valve was explanted, replaced with an on-x prosthetic heart valve (manufacturer: cryolife). There were no adverse consequences to the patient.